Event description:
It was reported the patient's blood glucose level (bg) rose over 250 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (leg) while on the playground, causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.